Event description:
It was reported that the pump housing was damaged resulting in pump being unable to be charged properly. There was no reported effect to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.